Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported there was a shocking or jolting sensation. It was noted that the day of report the patient had felt a ¿zapping in their stump.¿ it was noted that the ¿stump¿ was the patient¿s amputated left leg. It was stated that the stimulation was off at the time of the call and the patient then turned on the stimulation and felt a strong stimulation that helped with the pain in their stump. It was stated patient had a urinary tract infection (uti) while at the hospital from the implant surgery.